Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp catheter extension set disconnected during infusion. The customer reported that the set had ¿saline locks ¿minus¿ the one link hub.¿ it was reported that the tubing was clamped, therefore, no blood or fluid leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.